Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported to the distributor on (B)(6) 2015 that she removed the lifevest due to a severe painful rash. She reported that her doctor told her to keep the vest off until the rash healed and that the doctor prescribed her nystatin powder for the rash. There was no alleged device malfunction. The final medical outcome of the irritation is unknown.